Manufacturer narrative:
The device was returned for analysis. A visual examination of the returned device confirmed that the balloon was unfolded had been subjected to positive pressure. Blood was observed within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied when a pinhole leak was identified in the balloon material. The pinhole was located at the proximal edge of the proximal transition zone in the balloon material. A visual and microscopic examination identified no issues with the balloon material that have contributed to the damage identified. A visual and microscopic examination found no issue with the markerbands or tip of the device which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 04jul2019. It was reported that balloon leak occurred. The target lesion was located in the cephalic vein. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, upon inflation, the contrast media started to come out into the vein and the balloon was losing pressure. The physician deflated the balloon and removed it from the patient's body. The procedure was completed with another mustang balloon catheter. There were no patient complications and the patient was okay. However, returned device analysis revealed a balloon pinhole.